Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to confirm the motor position encoder error alarm due to erased history file. The drive support disk was inspected and had no anomaly. The pump had cracked case at the display window corners, cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 150 mg/dl. They were able to rewind the pump but the motor error alarm occurred more than once in thirty days. The pump was stuck in a rewind/prime loop. The customer stated that the pump had cosmetic damage: stripped battery cap and cracked battery compartment. Troubleshooting was not able to resolve the issue. The device was returned for analysis.